Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 600 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (leg). As treatment, the patient changed out the pod and went to the hospital. In a follow-up, the patient mentioned that they didn't receive any medical treatment at the hospital. The patient said they had stomach cramps and was not feeling well from food poisoning. The pod was causing the patient pain. The patient stated that they didn't stay long at the hospital, because they did not treat them.